Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Additional info has been requested, but not yet received product was used for therapeutic treatment. Additional info from importer report: associated MDR: 1018233-2013-00210.

Manufacturer narrative:
(B)(4).. Additional info from importer report: brand name: pelvitex polypropylene mesh. Catalog #486015. Initial reporter: (B)(6).